Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a red heart alarm but was asymptomatic. Additional info received 10 days later stated that the pt had called into the vad pager system stating that he had experienced a red heart alarm and was waiting for emergency services to arrive. The pt was instructed to change the system controller and come to clinic. Two days later the pt stated that he was not feeling well and the pt was instructed to come into clinic. When the pt presented to clinic, the history report indicated that the pt had low flow alarms with flow much lower than it had been. The pt was admitted for suspected pump thrombus and placed on heparin and integrilin. The pt underwent a pump exchange on (B)(6) 2013. The user facility report (B)(4) was received from the (B)(4) registry.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.